Event description:
The information received from the (B)(4) study indicated that a male patient was admitted to the hospital (index procedure (B)(6) 2009). The target vessel was the left internal carotid artery. The vessel was 5.0 in diameter, 90% stenosis, lesion length 18mm, total length of stented segment 40, thrombus present within lesion, ulcerated, and calcification severe. The patient was symptomatic. The vessel was pre-dilated and an angioguard was successfully deployed at the target site followed by successful deployment of a precise rx stent. The angioguard was successfully retrieved from the patient with debris noted in the basket. Additional information notes that the patient remained hospitalized for 17 days for treatment of sustained hypotension treated with IV neosynephrine and his pre-existing renal insufficiency. No further information was provided.

Manufacturer narrative:
The patient was admitted for the index procedure with a nih scale score of 0, and a nih stroke scale of 2, and the patient was symptomatic. The pta procedure was conducted on the ostium of the left internal carotid artery (l6). The stented segment was 40, stenosis was 90%, lesion length was 18, severely calcified, thrombus present with the lesion ulcerated. An angioguard 6mm basket was placed site without any malfunctions or adverse event, then the lesion was predilated without any dissection. A precise pro rx 9x40 was implanted at the site without any malfunctions or adverse event. The residual stenosis was 25%. The angioguard was successfully retrieved from the patient with debris. Pre and post-procedure the patient was administered clopidogrel and aspirin. Heparin was given during the procedure. Discharge medications were also clopidogrel and aspirin. Approximately two (2) months later the patient suffered congestive heart failure. The site was not resistant to pta, and no revascularization was planned. The ck was 279 and the upper limit was 192ng/ml. The ck-mb was 6.2 and upper limit was 6.2ng/ml. The patient was discharged with nih scale score of 0, and a nih stroke scale of 3. The patient received clopidogrel and aspirin pre and post procedure. No major adverse event was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14120928 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.